Manufacturer narrative:
4965-35 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high impedance, and that when the patient would bend, there was loss of capture. Follow-up determined that the patient was briefly hospitalized until the physician reprogrammed around the fractured lead, since at the time the patient had a junctional escape in the ventricle. No patient complications have been reported as a result of this event.